Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the alarm is generated when a power failure is detected. Customer was able to rewind the pump. Customer performed self test and the pump passed the test. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer : black customer returned the device for alleged critical this alarm is generated when a power failure is detected. Alarm found on (B)(6) 2022. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. No this alarm is generated when a power failure is detected. Alarms noted during testing. A review of the long trace file shows on 8/3/2022 there were four (4) this alarm is generated when a power failure is detected. (Power failure) alarms (19:14, 21:32, 22:22, and 23:54) that occurred. The device was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electric board ), motor, or force sensor. The motor was tested outside of the device on the ngp stb3 and passed. Critical this alarm is generated when a power failure is detected. (Fatal power error) alarm) was triggered due to motor health check failed: the vcc voltage was not within limits, fault isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. This alarm is generated when a power failure is detected. Alarm is confirmed, fault isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.